Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an insulation breach. The right atrial (ra) lead was explanted and replaced as well. Noise with oversensing was observed. It was suspected the rv lead was generating noise that was being oversensed on the right atrial (ra) channel. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).